Event description:
It was reported by the customer that the pyxis medstation es system experienced a malfunction in which the drawer could not be opened and was not detected on the bus. The customer tried to reboot and recover the storage space, but the issue persists. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawers 6.1 and 6.2 had failed due to a connectivity issue. A field service engineer fastened the loose row board cable connector to the drawer controller board connections for drawers 6-1 and 6-2 at the main station wb01. Additionally, the row board cable connector was secured to each individual row board connection a-e in drawer 6-2. Upon completion of the repair, utilizing information from the attached knowledge article titled "rowboard not present error," all the malfunctioned cubie pockets in the enhanced half-height drawer 6-2 were successfully restored. The system functioned as intended after the field service engineer troubleshooted the device.